Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer reported that the image drops out after 15 minutes of use. This was discovered during inspection for use. There was no reports of patient involvement.